Manufacturer narrative:
The insulin pump was monitored for 5 hours with multiple basal rates. No alarm was noted during testing. However, alarms were noted in the history due to a corrupted history file. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. All operating currents were within specification and no unexpected low battery, bad battery, failed battery test alarm, battery out limit alarm or off no power alarm was noted. The insulin pump passed the self test with no alarm. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings, battery out limit, bad battery, external ram crc error and displayable history crc check failed at startup from the insulin pump. The customer's blood glucose reading was 434 mg/dl. The customer stated that the pump did not deliver insulin. The customer treated the high blood glucose with a manual injection. The customer was advised of the alarm and the possible causes. The customer was advised that (B)(4) aaa alkaline batteries are the most effective for the pump's use. The customer was advised that if not aligned or tightened, the pump may alarm failed battery test. The customer will be sent a replacement pump.